Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reports visiting a healthcare provider for a possible urinary tract infection. During examination, pieces of tampon were found around the cervix. The consumer also reports the development of a yeast infection. No further information has been provided.